Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the atrial lead into the pulse generator header. The lead was not implanted and a new lead was placed. No adverse events occurred to the patient.